Event description:
The customer called and reported that his insulin pump may have given a no delivery alarm while priming. Customer changed out the reservoir, which may have been occluded. The customer's blood glucose was 82 mg/dl. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened and used reservoir. The reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test and the reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into the insulin pump. Performed manual prime, fluid went through infusion set and out catheter tip. Conclusion reservoir was not occluded.